Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a stent was deployed, but did not fully expand due to severe calcification of the lesion. A balloon catheter was then used to post-dilate, and the balloon catheter ruptured at 20 atm. A perforation of the coronary was noticed behind the stented area. This perfusion balloon was used to successfully seal the perforation. Upon deflation. The catheter was pulled on aggressively in an attempt to remove from the pt contrary to instructions for use, and the shaft of the balloon broke, leaving a section of the balloon in the artery. After stabiliztion, the pt was taken to surgery for a circumflex arteriotomy. No other info was reported.